Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt was re-admitted due to suspected thrombus. The pt was on drug therapy, warfarin/coumadin and aspirin. The pt was subsequently discharged home on (B)(6) 2013.

Manufacturer narrative:
The pt remains ongoing and continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.